Event description:
It was reported that the patients ipg was breaking through the skin. It was also noted that the patient was experiencing headaches and chills. The patient underwent an ipg and lead explant procedure. The explanted ipg and paddle lead were not returned as they were not released from the hospital.

Manufacturer narrative:
Exact event date unknown, event occurred a couple of days ago. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(4), batch: 7071241.